Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a damaged force sensor pin. Review of the pump history revealed loss of prime warnings associated with zero force and "no cartridge detected" warnings. The pump was primed successfully and exercised with no loss of prime warnings duplicated.

Event description:
Evaluation revealed a damaged force sensor pin.